Manufacturer narrative:
Customer called to request an investigation into an auto discharge of a patient, at least 3 occurrences of this event. According to the customer, there was no staff involvement. Nihon kohden technical support instructed the customer on how to pull the logs on the unit for review. This event has happened on three separate central nurse's stations (cns). The customer submitted the log files from the three cns's for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Customer called to request an investigation into an auto discharge of a patient, at least 3 occurrences of this event.

Manufacturer narrative:
Corrected data : event problem and evaluation codes. Additional manufacturer narrative. Additional manufacturer narrative the customer called to request an investigation into an auto discharge of a patient which occurred at least 3 times. According to the customer, there was no staff involvement. Nihon kohden technical support instructed the customer on how to pull the logs on the unit for review. This event has occurred on three separate central nurse's stations (cns). The customer submitted the log files from the three cns's, however the log files were scrambled causing the investigation to close. An investigation will reopen if the even reoccurs.

Manufacturer narrative:
Additional information: the issue is identified as automatic discharge of patients from cns. Per (B)(4), the root cause of this issue was undetermined due to corrupt files sent by the customer. Multiple attempts were made to contact the customer for additional information, but customer was unresponsive. Since there are no similar reports of automatic discharge of a patient, no further investigation is required at this time.

Manufacturer narrative:
Additional narrative: on (B)(6) 2017, bme (B)(6) reported the cns-9701a (mu-971ra sn: (B)(4)) auto discharged a patient. There were at least 3 occurrences of this event on different cns's. Other cns involved is mu-971ra sn: (B)(4). There was no staff involvement. One moment the staff looked up and the sector was sitting waiting to admit. There was an rns on the segment, and the nurses were convinced that was where the discharge occurred. Upon ts follow up on (B)(6) 2018, nurse at the facility reported the issue was still occurring. The auto discharge occurred when patient monitoring was paused. Service requested: customer requested an investigation. Service performed: additional information needed for an investigation was requested from the customer. Customer uploaded the data in dropbox link provided by ts. However, the information was corrupted. Multiple attempts were made to request the correct log files or determine if the issue was resolved, however customer was unresponsive. Investigation result: the device was put into service on 03/27/2011, which is over 6 years prior to the reported issue. A review of device history found no previously reported issues with the unit automatically discharging patients. (B)(4) was sent to nkc on 12/14/2017 to investigate the issue. Per nkc final reply, nkc was unable to confirm nor investigate the issue due to garbled files. However, they have not received any similar reports of automatic discharge of a patient. There are found to be a few occurrences of "automatic discharge" issues at the facility. Similarly reported issues at other facilities appear to be caused by user error and do not appear to be related to the current issue. Additionally, nkc has not been made aware of any similar reports of automatic discharge. The issue appears to be isolated to the facility. Additionally, the issue was occurring on multiple cns's, which indicate the issue is not isolated to the specific unit. Likely cause may be an issue with the network. Per nkc DHR, unit (mu-971ra sn: (B)(4)) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Investigation is limited due to lack of customer information provided. However, based on the given information, this issue is not suspected to be caused by a deficient device or design. There were no further reported issues with the unit. The device was in use with a patient and there was no reported patient harm. Correction: approximate age of device: incorrectly calculated.

Event description:
Customer called to request an investigation into an auto discharge of a patient, at least 3 occurrences of this event.